Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has the wire kinked and distal end damage, as part of overall visual revision. The visual inspection was performed. The body wire kinked at 286.7cm approx. From the proximal end; and the distal tip peeled and kinked. All the outer diameter (ods) and overall length taken and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment/separation occurred. The target lesion was located below the knee. A 300cm straight tip v-14¿ controlwire® was selected for use and advanced towards the lesion. However, during the procedure, the tip of the device was "cut" in the body. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that tip detachment/separation occurred. The target lesion was located below the knee. A 300cm straight tip v-14 controlwire was selected for use and advanced towards the lesion. However, during the procedure, the tip of the device was "cut" in the body. The procedure was completed with a different device. No patient complications were reported and patient's status was good.